Event description:
A pt status mailing was initiated by e distributor as part of their tracking program. This mailing was sent to all physicians who are following pts with their implantable cardiac deefibrillators and leads. On 1/23/95. The distributor was informed that this pt had died, but was provided with no additional information surrounding the pt's death. To date, attempts to determine the exact date, the cause of death, and device disposition have been unsuccessful, but are ongoing. There is no indication that the device caused or contributed to the pt outcome.